Event description:
A revision procedure was performed due to lead dislodgement. During revision the helix was unable to extend or retract, therefore the lead was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The lead was returned for dislodgement and the inability of the helix to extend/retract. The reported extension/retraction issues for the helix were confirmed. As received, a complete lead was returned in one piece. Visual inspection revealed the helix was partially extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported inability of the helix to extend/retract was blood/tissue clogged inside the helix housing.